Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one day post implant, atrial and ventricular leads were revised due to high capture thresholds. Both leads remain in use. No patient complications have been reported as a result of this event.